Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified target vessel. A 12 x 2.25 promus premier¿ stent delivery system (sds) was advanced; however, the device was unable to cross the lesion. When the device was removed from the patient, it was noticed that the stent dislodged outside the patient. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned for analysis. Crimp markings were evident on the wall of the balloon indicating that full crimp contact was achieved between the stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range and no anomalies evident. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified target vessel. A 12 x 2.25 promus premier stent delivery system (sds) was advanced; however the device was unable to cross the lesion. When the device was removed from the patient, it was noticed that the stent dislodged outside the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).